Event description:
It was reported during an orif tibia procedure the operating room tech attempted to put the blade portion on the soft tissue retractor-large and the retractor broke. Surgeon used the smaller retractor to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual exam revealed the nut was missing and the prongs are bent and partially broken. The tightening nut was not returned, therefore unable to determine exact cause of this occurrence. Due to the condition of the returned device it cannot be ruled out the device was damaged during an over loading situation.